Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. Button error alarm and intermittent button response due to corroded keypad traces. Cracked battery tube threads and scratched lcd window noted during visual inspection.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was between 400 to 500 range. Customer became ill due to virus. Customer was dehydrated. Nothing further reported.